Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for hypoglycemia. No blood glucose reading was reported. Troubleshooting revealed that the basal rates were not programmed correctly. The nurse stated that someone else must have programmed the basal rates incorrectly. The fixed prime amount was also incorrect. The dietician stated that she would assist the customer with the settings. Nothing further was reported.